Manufacturer narrative:
(B)(4).

Event description:
The customer reported a faulty battery unit. There was no reported patient involvement.

Event description:
The customer reported a battery error. There was no reported patient involvement.